Manufacturer narrative:
The returned device was evaluated and found the cannula assembly fully deployed and the needle completely retracted. The downloaded data indicates that the pod completed both its first and second priming sequences and was deactivated at (B)(4) pulses. No damages were found on the bottom housing/environmental seal that would indicate the needle got caught when trying to deploy. The lock and load fixture was used; however, during testing the linkage assembly was damaged and it could not be fully assessed whether the device could redeploy properly after being reset. Although testing caused damage to the linkage assembly, initial observation did not find any issues or abnormalities with the device and needle mechanism. A root cause for the reported event could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide: model: ust400,  17845-5a-aw rev b 09/17.  Changing your pod:   chapter 3 / pages 33;  warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.   For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported a customer had a pod in which the cannula deployed late while wearing the pod for less than an hour.